Event description:
Iontophoresis-medication delivered by an electrical current. No tinging or discomfort during treatment, however, a brownish colored blister was noticed when therapist removed medication patch.